Event description:
It was reported that the device was explanted after an implant duration of zero days, due to regurgitation. Per the operative report: "initially a 36 mm annuloplasty ring was chosen. However, there was still leakage."

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Through follow-up with the health-care provider, a copy of the operative report was received. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.